Event description:
(B)(6) female patient called zoll customer support to report a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the trunk cable connector was cracked and the white pulse wire was open inside of the trunk cable connector. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector and broken wires. The patient received a replacement electrode belt.